Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to the implant procedure, the helix would not extend. Another lead was used to complete the procedure. The patient was stable.